Event description:
It was reported that during a visceral surgery procedure, the active blade broke and was thrown on the floor. A similar device was used to complete the case. There was no pt consequence.